Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the torn coating was found during cleaning and disinfection work. The date the tear was found was unknown.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the curved tube was crushed, the bending angle was insufficient due to elongation of the angle wire, the forceps could not be inserted smoothly into the forceps channel, the image guide bundle was stained, the flexible tube of the insertion section was crushed, water tightness was not maintained due to holes in the curved rubber, the float of the curved rubber adhesion part was found, the electrical connector contacts were corroded, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the coating of the evis lucera bronchofibervideoscope was torn. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the coating of the image guide serpentine was peeling off. The report is being submitted due to peeled coating found during evaluation.